Event description:
Upon rounding and assessment of pt, rn noted clear drainage in evd container ventricular drain and then noted fluids IV dilantin were infusing through the evd to the pt. Fluids were stopped and neurosurgeon immediately notified. Drain was flushed per physician; no change in neuro status noted. Rn stated he did not trace line and inadvertently connected IV dilantin infusion to the stopcock on the evd tubing. The evd tubing did have the blue line and was labeled appropriately. Interim measure initiated: ports on evd tubing were taped off; looking into purchasing medtronic delta valves to place on ports that would allow aspiration but not injection. Dates of use: (B)(6) 2013 (10 days).